Event description:
It was reported by the customer that the ventilator had a hardware fault. When field service technician was repairing the ventilator, he said he was getting a disc/sense alarm and felt no volume being delivered. The ventilator was not connected to a patient when there was no volume being delivered. No patient harm reported.